Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed. Correction: this report was initially, inadvertently submitted under MFR report # 1220063-2011-2011.

Event description:
It was reported that the lower limit of heart frequency was not recognized. The clinical biomed department checked the motor using two different simulators and no failure was identified. There was no pt injury reported. (B)(4). Correction: this report was inadvertently submitted under 1220063-2011-2011.